Event description:
A nurse from (B)(6) hospital opened a contour next usb kit labeled for mg/dl units of measure, but the meter was set to mmol/l. No adverse event was alleged. The customer was advised to return the meter, which was replaced with a new one.

Manufacturer narrative:
The meter was manufactured with mg/dl setting. The meter kit packager confirmed they did not reconfigure at their site, and packaged into belgium meter kit product.